Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited decreased pacing impedance measurements on the right ventricular (rv) channel which were less than 200 ohms. Undersensing was also observed. A revision procedure was performed and this lead was removed from service and replaced. Visual inspection of the lead via imaging did not identify any damage. Lead testing was performed and the out of range impedance measurements were noted through the device and the pacing system analyzer (psa). No additional adverse patient effects were reported.